Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: unspecified infection (early onset) and cellulitis.

Event description:
Patient reported right side "hates implant", "terrible job since look like shell and she gets regular muscle spasms", "ugly and uncomfortable", and "now has alphagal syndrome from tick bite (not device related)" and "had cellulitis that turned into infection". Device remains implanted.